Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. It was noted that the patient's ICD would not connect to the communicator. While in clinic, the field representative noted seeing a red safety mode screen, however technical services (ts) indicated the safety mode screen was usually red. Additional information received indicated that this ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed scratches and dents on the front of the can. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. It was noted that the patient's ICD would not connect to the communicator. While in clinic, the field representative noted seeing a red safety mode screen, however technical services (ts) indicated the safety mode screen was usually red. Additional information received indicated that this ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD was returned for analysis.